Manufacturer narrative:
E.1: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. New tubes were filled and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-mar-2026 investigation summary: bd received 30 samples and 1 photo for investigation. For the returned samples, functional tests were performed, and all tubes were within specification. The customer photo shows 4 tubes with low draw, only filling up to roughly half the stated volume; however, the only identifiable lot numbers on the affected tubes did not match the reported lots. Additional retained samples were also subjected to functional tests, and all tubes were within specification. Review of customer information, batch history, complaint history, and risk management did not identify a manufacturing or lot related issue. A review of the device history record was completed. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections, and all inspections were in compliance with requirements. There were no quality notifications or nonconformance material reports associated with this batch. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. New tubes were filled and no adverse impact was reported regarding the patient or user.